Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Reporter phone number: (B)(6). Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was having issues with the implanted intraocular lens (iol) as patient stated that it was hard to read. The patient was temporarily impaired. The lens was explanted from patient eye in a secondary surgery performed a few hours later on the same day it was implanted. The replacement lens was of the same model but different diopter johnson and johnson iol. The patient was doing well and went home with no issues. No further information was available.